Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.

Event description:
The customer states that: "the system reboots several times daily w/o error message".